Manufacturer narrative:
Correction previous h11 (reference to b3 date) - update "march" with "may". H4: the suspected lot 23g12v261 was manufactured in 12 july, 2023. The suspected lot 23i15v895 was manufactured in 18 september, 2023. H11: nine (9) actual devices were received for evaluation; seven (7) devices with unknown lot numbers and two (2) from the suspect lot 23g12v261. Visual inspection was performed on all the returned devices with the following results: four (4) devices with an unknown lot number had a disconnection of the tube from the chamber. The tubes were originally under inserted inside the pip of the chamber and no traces or minimal traces of solvent were present on the tube. The reported condition was verified as a separation issue which could result in a leak. The cause was related to manufacturing. A nonconformance has been opened to address this issue. One (1) device from the suspected batch 23g12v261 had a disconnection of the tube from the chamber. The tube was under inserted inside the pip of the chamber and no traces or minimal traces of solvent were present on the tube. The reported condition was verified as a separation issue which could result in a leak. The cause was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this reported lot. One (1) device from batch 23g12v261 was visually inspected and functionally tested on an in-lab pump and the device was found to be conforming product . The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this reported lot. Three (3) remaining devices from an unknown lot had cuts on the tubing; one (1) device has a cut on the tube below the chamber, one (1) had three jagged cuts in in three different locations of the tube all on the upper side of the coiled set, and one (1) device had a cut in the tube just under the pip of the chamber. The reported condition was verified as a cut tubing which could result in a leak. The cause of the cuts could not be determined for two (2) devices; however, a probably cause is user-related. The cause of the cut in the tube just under the pip of the chamber for the third device was due to the gripper machine during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fourteen (14) solution administration sets were leaking between the connectors. This occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date between january 2024 and march 2024. D4: lot #: the suspected lot numbers were 23g12v261 or 23i15v895. Should additional relevant information become available, a supplemental report will be submitted.